Manufacturer narrative:
The customer did not report any system issues. A replacement was sent to the customer.

Event description:
A customer contacted beckman coulter inc (bci) in regards reagent pack leakage. No injury was reported.